Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent cartridge alarms (cartridge alarm 19) during basal delivery. Customer experienced elevated blood glucose (bg) levels (250 mg/dl). Customer changed the cartridge and delivered a bolus to address bg levels. Customer reported they will continue to use the pump for insulin therapy.